Event description:
Contact person called ees and reported the following: surgeon inserted ecs33, fired, and "backed off 3 turns" to remove device. Upon removal it was noted the anvil was left in the pt. The surgeon was required to make another incision into the bowel to remove the anvil.